Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported that during the implant procedure the right atrial lead exhibited no capture and high threshold values. The implanting physician made several unsuccessful attempts at placing the lead in various locations. The physician then decided to complete the procedure with a replacement lead. The patient¿s condition was stable.

Manufacturer narrative:
Final analysis noted a complete lead was returned in one piece measuring 46.0 cm. Analysis was normal. No anomalies were found. The reported event of ¿no capture was noted at high thresholds¿ was not confirmed.